Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. File kit testing with stored in-house reagent could not be performed since reagent lot 44744li00 expired on 26 july 2015. The architect hiv ag/ab combo assay package insert provides information to address the current customer issue. The issue under investigation is related to a use error. Per the architect hiv ag/ab combo assay package insert, all initial reactive results are to be retested in duplicate before a final determination can be made as to the reactivity of the sample. From the information provided by the customer, anti-viral treatment was administered before the final non-reactive confirmatory testing results were completed, which resulted as (B)(6). Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(4). Device expired on 26 july 2015.

Event description:
The customer reports issues with false reactive results for the architect hiv ag/ab combo assay dating back to 2013. The customer is mainly concerned with false positive results for pregnant females presenting without prenatal care and how or if treatment is provided based on the architect results. Samples are sent to a reference lab for confirmatory testing, which has a 48 hour turnaround time. The current procedure is to treat both mother and infant with azt and nexirapine within eight hours of delivery if the architect results are reactive and there is no proof of prenatal care (the facility is a charity hospital where women can show up when it is time to deliver without any prior prenatal care). Treatment is continued until the results are returned from the reference laboratory and confirm not reactive. To date no known adverse impact has been realized to either mothers or infants. On (B)(6) 2014, a (B)(6) female patient who had just delivered generated an architect hiv ag/ab combo assay result of 1.42 s/co. Both the mother and the infant were place on the treatment regimen described above; however, it is not known whether or not the woman received any treatment while still pregnant. Confirmatory testing from the reference lab was (B)(6) for (B)(6) using the multispot methodology for both I and ii and not detected by an (B)(6) rna methodology. The infant was not tested on the architect system, but generated an hiv rna result of not detected. Control results have remained within specifications. There was no adverse impact to either the mother or infant due to this issue.